Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. Additional information was requested and the following was obtained: how was the procedure completed? The reload was replaced. Was the procedure changed in any way? No. Did the device staple? After replacing the reload, the device worked well. If yes, was the stapling line complete (full length)? Yes. Did the device cut the tissue? Yes. Did the device completed the shooting? Yes. In which shot occurred this event (1st, 2nd, 12th, etc.)? On the first shot. Could you clarify whether there were any consequences for the patient? There was not. Could you clarify whether there were any changes to the patient's post-operative care as a result of the event? There was not".

Event description:
It was reported that the reload did not fully lock.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch # unk. Additional information was requested, and the following was obtained: 1. Could you clarify whether there were any consequences for the patient? There was not 2. Could you clarify whether there were any changes to the patient's post-operative care as a result of the event? There was not" investigation summary this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a blue reload and a piece of tissue from the top view. The reload can be seen partially fired 1/2. This condition is caused due to incomplete fired. Also, the tissue shows a staple line on it and three staples appear to be no properly formed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 264c00, and no non-conformance's were identified.